Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending (lad) artery. The 15mm x 2.0mm quantum maverick balloon catheter was advanced to the lesion for pre-dilation. The first inflation was performed at nominal pressure. During the second inflation, the balloon ruptured under the rated burst pressure. The procedure was completed with a 2.0x12mm quantum maverick balloon. There were no patient complications reported and the patient's status is good.